Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 3. The home patient (hp) had the clamp on the final line (no bag attached) open. Product surveillance contacted the hp's nurse regarding the system error 2240 alarm. The nurse stated that the home patient is doing fine and is able to continue therapy. The nurse would review proper procedures with the home patient. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).